Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, compared to previous alarms the receiver alarms are delayed. No additional event or patient information is available.